Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's lead migrated and broke through the skin at the back of the neck. The physician opted to remove the lead to avoid any infection. The patient was doing well postoperatively and the explanted lead was discarded by the medical facility.